Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08579. Related manufacturer reference number: 2938836-2020-08581. It was reported that the patient¿s pacemaker pocket infection. The physician believed that the infection was caused by excessive wound tension due to the large size of the pacemaker. The patient felt swelling and heat pain at the wound site, without other symptoms. The patient was administered with medication anti-infection. The patient was stable.